Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient prescription was submitted a left hemi-pelvic replacement. Diagnosis is "aseptic loosening". Notes state "revision case, no resection planned." As reported from the rep " the stem in situ is a competitor stem with 12/14-taper and the stem will stay and will not be removed. The cup is a gap ii from stryker and will be removed. " current pin 22258.

Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown implant other hip was reported. The event was not confirmed. Method & results: device evaluation and results: not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Product surveillance will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : device not returned.

Event description:
A patient prescription was submitted a left hemi-pelvic replacement. Diagnosis is "aseptic loosening". Notes state "revision case, no resection planned". As reported from the rep " the stem in situ is a spotorno-stem from mathys with 12/14-taper and the stem will stay and will not be removed. The cup is a gap ii from stryker and will be removed. " current pin 22258. Update: " the patient will not be revised as the surgeon told us so the implant will stay in situ."